Manufacturer narrative:
During a company representative¿s visit to the site, an unstable oscillator signal was found, as a correction, the oscillator was then replaced. An unstable oscillator would cause power fluctuations which would result in irregular flap beds and side cuts as the intended power would not reach the intended area of treatment. The preplanned treatment of the excimer laser would then have to be adjusted based on the topography of the new flap bed size. External factors such as patient anatomy or patient movement may result in a loss of suction as well. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming oscillator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irregular topographies in three patients with elevated chromatic patterns post lasik. This report will address patient number one's left eye laser assisted flap creation procedure. Other manufacturer reports will be filed to represent other systems and patients involved.